Event description:
It was reported that during a procedure of the moderately tortuous, distal circumflex artery, after vessel predilatation the 2.25 x 23 mm xience xpedition stent delivery system (sds) was advanced but could not cross the unspecified stent at the ramus of the vessel. The device was removed; a guideliner catheter was used for support and a 2.25 x 12 mm xience xpedition sds was attempted to be advanced but also could not cross the stent. After removal of the sds, the guideliner catheter and a 2.25 x 12 mm mini-vision sds were advanced but did not cross; while the sds was being removed the mini-vision stent became dislodged at the left main and circumflex arteries. Several attempts were made unsuccessfully to snare the stent when the patient started to exhibit bradycardia and poor vital signs. Interventional medication was given and cardiopulmonary resuscitation (CPR) initiated; the patient was being intubated and transferred to the surgical unit for treatment. The patient received coronary bypass and the stent remains in the anatomy. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.